Event description:
It was reported that during bi-polar procedure in 2006, the polyethylene liner could not be assembled or removed from the metal shell.

Manufacturer narrative:
Current info is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Upon receipt of the device, during attempt to disassemble components, implant was damaged to the point were no further analysis could be conducted. In response to recent FDA audit, retrospective review was performed, event was reassessed and determined to meet reporting requirements as device malfunction. Corrective and preventive actions have been initiated. This report filed on 5/16/08.